Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (56 mg/dl). Customer stated that low bg levels are due to recently adjusting the pump basal rate. Customer ate glucose tablets to bring bg levels back to target range. Reportedly, customer adjusted the pump basal rate without consulting with their health care professional.